Event description:
It was reported that the patient presented with stable angina on (B)(6) 2013 and underwent percutaneous coronary intervention (pci) of the 99% stenosed, de novo lesion of the first diagonal after pre-dilatation was implanted with a 2.25 x 8 mm xience prime stent at 9 atmosphere (atm). Post dilatation was performed and the procedure was completed without issue. On (B)(6) 2014 the patient had an accident and fell in the apartment stairs and expired. The specific cause of death was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.